Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of end of life (eol) after 38 months of implant time. Dissatisfaction with regard to device longevity was expressed.